Manufacturer narrative:
The system was examined and the reported events were not replicated or confirmed. The fluidics module was replaced as a preventative measure. However, the clarified that they needed instructions on operating the video overlay function. Instructions were then provided to the customer, which resolved the reported event of issue with video overlay. The system was tested and found to meet product specifications. The system was manufactured on september 21, 2009. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event of ¿a reflux issue¿ was not able to be confirmed. The system was found to meet specifications. Therefore, the root cause of the reported event of reflux issue cannot be determined conclusively. The root cause of the reported event of ¿video overlay issue¿ can be attributed to the customer not following the directions for use (dfu). The system was found to meet specifications. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical technician reported that during a combined cataract extraction and vitrectomy surgery, the proportional reflux was not active in "retina doctor" settings and the video overlay was not functioning. The surgery was completed with no harm to the patient. This is the second report for this facility.